Manufacturer narrative:
The unit had no button response due to a corroded keypad. There was no button error alarm found and no unexpected numbers ramping or scrolling on their own. The unit had a cracked case at the display window corners and a minor scratched display window.(B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.